Event description:
It was reported that during an exploratory laparoscopic procedure there was no function. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was received with tissue pad detached and returned with evidence of the tissue pad material in the groove section of the clamp arm. The device was returned with the tissue pad damaged and melted. The device was tested on generator and it was found that the min hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. The device was disassembled to inspect internal components. Corrosion was found at the hand activation dome min. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present, this could have prevented the device from passing the pre-run test. This damage occurs when the instrument is activated without tissue present. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage.